Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was shutting itself off, intermittently. The caller had not observed the behavior, and was advised to attempt to reproduce it. The caller was informed that the epg is beyond its service life. The epg remains in use. No patient complications have been reported as a result of this event.